Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse had observed that the waste chamber (vc26) was unable to vent properly. The fse replaced the tubing for the vent line and the waste chamber was working properly. The fse cleaned the spill. No further evidence of leaking was observed. The cause of the leak was the waste chamber (vc26) unable to vent properly. (B)(4).

Event description:
The customer reported to beckman coulter that the coulter lh 750 hematology analyzer was leaking. The volume of the leak is unknown and it was contained within the instrument. The instrument did not generate any error messages or flags in connection with this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death, injury or effect to patient treatment.